Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reports issue. The fse then completed all diagnostic, calibration and performance tests with no issues. The iabp passed all tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a helium leak alarm during use on a patient. No adverse event was reported.